Manufacturer narrative:
The dialyzer was returned and evaluated for internal blood leaks. A leak was confirmed and, when the dialyzer was cut apart, two twisted fibers were identified within the bundle at the location of the leak. However, the membrane of the fibers appears to be intact. The retention dialyzers for lot c414109401 were evaluated for chemical residuals, endotoxin content and internal blood leaks and they were found within specification. In addition, the ncr and complaint databases were reviewed and no other similar incidents were reported for lot c414109401. Based on the above, this is considered an isolated event.

Event description:
Following a difficult cannulation of the patient¿s av fistula, the dialysis treatment was initiated. Approximately fifteen minutes into treatment the patient¿s blood pressure increased and the patient became short of breath with emesis. It was reported that the arterial and venous pressures were stable and treatment continued. Fifteen minutes later, the patient¿s symptoms increased; the blood in the extracorporeal circuit was returned to the patient and treatment was terminated. The nurse observed blood in the red hansen connector after she removed the blood tubing and dialyzer. The dialysate tested positive for blood with a hemastix. The patient was transported and admitted to the hospital. Later, she was transferred to another hospital where she was evaluated for ¿hemolytic anemia¿. Limited information has been provided regarding this event. It remains unknown if the patient did have hemolysis and if so, the cause of the hemolysis.